Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep said they were in a replacement case for the patient's ins and was hooking the same leads up to the new ins. Leads were tested for impedances before replacement and came back within range. Rep ran connectivity check during case and was getting x's on on the front and back contacts. Technical services (tss) had rep instruct the health care professional (hcp) to wipe off contacts that go into header block and then when re-inserted, all but the back 2 contacts appeared to be connected. Rep said the connectivity red x's were moving around as the physician took the leads out and wiped them off. Rep ran connectivity check again and saw contacts 8, 14, and 15 were red x's. Rep said the red x's then turned to all "red." Rep ran a full impedance test and saw contacts 0 and 8 were "good" but all other contacts were "red." All impedances when paired with 0 were 40, 000 besides 0, and 8. Tss had rep inter-op test with a wireless external neurostimulator (wens) and when connectivity test was ran, the wens showed green checkmarks for all the contacts. Rep ran impedance test in wens and got 610-850 on all contacts. Tss suggested replacing ins given the results of the wens co nnectivity test. Tss did not assist with further troubleshooting. Tss emailed rep after call to gather more case related information. Then, rep replied to email after hours and tss called rep the next day. Rep said they tried a new ins and got the same results, wh ere the connectivity check came back with all x's even after wiping down leads several times. Rep said they pulled the lead out slightly and the best they were able to get was green checkmarks on 0-6 and then on 8-13, but contacts 7 and 14-15 were still x's and were out of range for impedances when impedance test was conducted. Rep did not know the exact impedance numbers for contacts 7, 14, and 15. Rep did have post-op meeting with pt on monday and tss suggested running impedance test again and gathering results for out of range contacts 7, 14-15. Rep will send in pictures of contact impedances and will call in assistance is needed. A report was received from the rep. Rep reporting lead connection was all good and impedances under 1k in ins prior to replacement. During procedure, we hooked up to new ins and could not get connections or good impedances. Tried with wens and all was normal like in pre op with the old ins. Tss suggested opening second new ins. Same issues persisted with bad connection and impedances. Rep reports troubleshooting the issue by wiping down leads multiple times, and using a wens to confirm ins issue. The cause is unknown and the issue is still ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the impedances on the second implantable neurostimulator (ins) were 40,000, depending one each attempt at plugging lead into port. Sometimes contacts would be good impedances but they never got more than half to be usable. Cause of impedance issues was not determined. Doctor inserted both leads and all impedances were 40,000. He then pulled leads back slightly, and only impedances and unusable contacts at 40,000 were 7, 14, and 15. Issue was resolve to the best of their abilities.